Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a boston scientific internal employee of a product experience involving this s-ICD device that did not convert an induced arrhythmia during the implant procedure. Additionally, external defibrillation did not convert the arrhythmia. The chest was opened and the heart was manually massaged in order to stop the arrhythmia which took about 15 minutes. The physician reported that this patient was implanted with a transvenous system. Attempts to identify the serial number of this s-ICD device and/or the patient name was unsuccessful.